Event description:
It was reported to covidien in 2009 that a customer had an issue with an insulin syringe. The customer states that the cannulas are broken.

Manufacturer narrative:
Submit date: 04/14/2009. An investigation is currently underway. Upon completion, the results will be forwarded.